Event description:
During the procedure, the arterial pump stopped. The perfusionist hand cranked the pump. The pump was changed out. The pt expired several days later. It was reported that the event was not related to the death.

Manufacturer narrative:
Sorin group deutschland is requesting information from the hosp. A follow up report will be forwarded when this information is available. The incident occurred in another country. This medwatch report is filed on behalf of sorin group deutschland. During the procedure, the arterial pump stopped. Error code 000002 appeared on the pump lcd. The service representative's investigation revealed a speed-potentiometer problem. After replacing the potentiometer, the problem was resolved. The perfusionist hand cranked the pump prior to change out. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage.